Event description:
It was reported by the rep the device was used during a gastric bypass. It was reported all events happened before pt was in the room. The nurse was trying to detach the head but the end of the cdh21 came apart. 05/13/1998 add'l info was rec'd. The or nurse when trying to dial down the anvil would not close. There was no consequence to the pt.

Manufacturer narrative:
Proximate I l s intraluminal stapler: based on the info rec'd and the visual results, it appears as if the adjusting knob had been over-extended beyond the design limits of the instrument. If the adjusting knob is extended beyond the stop, it will cause the knob to pop out of place. The knob was popped back onto the instrument and the instrument was cycled. It cycled as designed. There were no anomalies noted with the anvil closing. As stated in the packaging insert, the adjusting knob should be dialed open until the orange tying area is visible.